Event description:
A customer reported to baxter (B)(4) a blood solution administration set which was unable to be disconnected. According to the report, the male luer connection could not be disconnected from the patient's catheter. The catheter had to be removed from the patient. The process step is during use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A companion sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.